Event description:
Philips received a complaint on a intellivue mp5 indicating that the unit was upgraded there's been 6 patient safety alerts about the monitors not alarming to the central station. Reported by the staff - the patient in 5074 had a heart rate drop to 36 for a few second not, not sustained. No alarm was noticed (this happened on feb 2nd 9:54am).

Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer; however, no response was received. Consequently, no further details were available for assessment. No cause of death was reported, and there were no allegations indicating device malfunction, misuse, or contribution to the event. Based on the information available, the investigation was unable to identify any device-related involvement in the reported event. The product malfunction was unable to be confirmed because the customer did not respond to requests for additional information. A review of the service history for this device confirms the problem has not been reported again for this device.